Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. Prior to the procedure, the disposable hand piece blade would not rotate. Another device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.